Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Integra lifesciences received medwatch from FDA uf/importer (B)(4) stating the following: "patient has radiolucent mayfield skull clamp applied to head for stability during procedure. At the conclusion of the case, the mayfield was unlocked and the pin was pulled to remove the device from the patient's head. As this was occurring, the pin broke off and did not release the mayfield. A tool was used to remove the pin, and release the mayfield without harm or injury to patient."